Event description:
Related manufacturer reference number: 2017865-2023-15610. Related manufacturer reference number: 2017865-2023-15612. It was reported that the patient presented for a follow-up in clinic with the skin of the device pocket appearing red and pocket erosion. The pacemaker, atrial lead and right ventricular lead explanted due to erosion. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to have been completed per the requirements. The device met specifications and passed all quality control tests prior to leaving abbott's manufacturing facilities.